Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right and moderately calcified left common femoral artery were attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred in the right common femoral artery. A second proglide device was used with the same result. A third proglide device was used to achieve hemostasis. Reportedly, a cuff miss occurred in the left common femoral artery. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.